Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the aic did not detect the purge cassette. The console and the purge cassette were replaced. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The impella device was not received from the customer and therefore, an evaluation of the device was not possible.